Manufacturer narrative:
(B)(6). This report is filed april 15, 2016. Device unavailable.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.